Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with this device and indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Vineet gauhar, bhaskar kumar somani, chin tiong heng, vishesh gauhar, ben hall chew, kemal sarica, jeremy yuen-chun teoh, daniele castellani, mohammed saleem and olivier traxer. Technique, feasibility, utility, limitations, and future perspectives of a new technique of applying direct in-scope suction to improve outcomes of retrograde intrarenal surgery for stones. Journal of clinical medicine published online september 27, 2022. Https://doi.org/10.3390/jcm11195710.

Event description:
It was reported to boston scientific via an article published to the journal of clinical medicine a retrospective study utilizing lumenis pulse 100h laser console. The study evaluated the difference in outcomes between patients who had retrograde intrarenal surgery (rirs) with direct in-scope suction (diss) technique versus patients who had rirs with a 11fr/13fr suction ureteral access sheaths (suass). A total of 58 patients data was analyzed between (B)(6) 2020 and (B)(6) 2021. Each patient had postoperative follow-ups 3 weeks after the surgery to identify results and complications. Also, to see if there were any residual fragments that were identified with kidney, ureter, and bladder (kub) ultrasound or computed tomography (CT). There were ten (40%) patients in the diss group that had multiple stones post procedure which required another rirs. In the suas group there were no patients with multiple stones post procedure and only one (3.6%) patient required shock wave lithotripsy treatment. Residual fragments were found in both groups, 10 (33%) in the diss group and 10(35.7) in the suas group. However, there diss group had a greater number of multiple residual fragments [8 patients (26.7%] compared to the suass group [5(17.95%)]. In the diss group there were 11 (36.7%) patients that had a fever. In the suas group 7 (25%) patients had a fever and 2 (7.1%) patients had hematuria.

Event description:
It was reported to boston scientific via an article published to the journal of clinical medicine a retrospective study utilizing lumenis pulse 100h laser console. The study evaluated the difference in outcomes between patients who had retrograde intrarenal surgery (rirs) with direct in-scope suction (diss) technique versus patients who had rirs with a 11fr/13fr suction ureteral access sheaths (suass). A total of 58 patients data was analyzed between september 2020 and september 2021. Each patient had postoperative follow-ups 3 weeks after the surgery to identify results and complications. Also, to see if there were any residual fragments that were identified with kidney, ureter, and bladder (kub) ultrasound or computed tomography (CT). There were ten (40%) patients in the diss group that had multiple stones post procedure which required another rirs. In the suas group there were no patients with multiple stones post procedure and only one (3.6%) patient required shock wave lithotripsy treatment. Residual fragments were found in both groups, 10 (33%) in the diss group and 10(35.7) in the suas group. However, there diss group had a greater number of multiple residual fragments [8 patients (26.7%] compared to the suass group [5(17.95%)]. In the diss group there were 11 (36.7%) patients that had a fever. In the suas group 7 (25%) patients had a fever and 2 (7.1%) patients had hematuria.

Manufacturer narrative:
Vineet gauhar, bhaskar kumar somani, chin tiong heng, vishesh gauhar, ben hall chew, kemal sarica, jeremy yuen-chun teoh, daniele castellani, mohammed saleem and olivier traxer. Technique, feasibility, utility, limitations, and future perspectives of a new technique of applying direct in-scope suction to improve outcomes of retrograde intrarenal surgery for stones. Journal of clinical medicine published online september 27, 2022. Https://doi.org/10.3390/jcm11195710.